Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the top portion where the retention plate was assembled of the expressew iii autocapture + suture passer was bent. The procedure was delayed for only a few seconds while the surgeon used a grasper to grab the suture as the autocapture did not work. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported that during an a rotator cuff repair on the shoulder, the top portion where the retention plate is assembled of the expressew iii autocapture + suture passer is bent. The device was received and evaluated. Visual observations revealed that the device was slightly worn, used but in expected condition. It had labels with the legend ¿loaner¿ and ¿repair¿. It was observed that the hook on the upper jaw of the passer has been significantly deformed contributing to the misalignment of the jaws and its failure to perform the function. This complaint can be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The possible root cause for the bent condition can be attributed to blunt force impact/ heavily use. As per IFU-115808, it is important to visually inspect the instrument and check for damage and wear; make sure that the jaws and teeth are aligned properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number was reported as unknown on the initial report; and has been updated accordingly. UDI: (B)(4).